Event description:
Reporter indicated that the pt experienced extreme pain after walking by some sort of electromagnetic machine. The pt's settings were reduced which improved the pt's pain over a short time, but then became increasingly uncomfortable to the point that the pt was in excruciating pain. The pt reported that the pain felt as though the vns therapy system was programmed to a very high setting which resulted in the physician programming the device off. X-rays reviewed by manufacturer did not reveal any anomalies. Follow-up with the pt's physicians indicated that the pt stated that he began experiencing pain at his neck site possibly related to device stimulation initiated by a nearby security system or generator. No adverse events have been reported since the pt's device has been turned back on.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No anomalies were noted. Device malfunction is suspected but did not cause or contribute to permanent impairment or death.